Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Without additional information or return of the device the cause cannot be determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm transcatheter valve was implanted inside a disabled 27mm mitral valve in the mitral position via valve-in-valve procedure. The reason for the valve-in-valve intervention was due to severe mitral stenosis. The implant duration of the disabled 27mm valve at the time of the valve-in-valve procedure was approximately ten (10) years. Both devices remain implanted. The patient was noted as stable.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. Based on the information received the cause cannot be conclusively determined; however, patient factors may have contributed to the event.

Event description:
The reason for valve-in-valve intervention was due to calcification and/or pannus leading to severe mitral stenosis.